Event description:
Litigation alleges that the patient suffers from pain, instability, locking, dislocation, and an audible clunk from every extension to flexion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records as part of the investigation in (B)(4) did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. Medical records were received and reviewed. Based on the information available to be reviewed in the medical records, the complaint is unlikely to be product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/16/2015-medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a stable femoral component in good position and a patella with no wear. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:2/11/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.